Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that she did back to back blood glucose tests, within 10 mins, using separate finger sticks. Her results were 138, 111 and 122 mg/dl. She did not have any symptoms. A control test was 139 mg/dl, in range. On follow-up, rptr stated that she had been traveling and wanted to assure that her meter had not been affected. She has no problem getting sample, compares confirmation dot for enough blood and uses the color chart on vial. The lifescan representative reviewed coding, cleaning, strip storage and use of control solution with the rptr.